Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: product code: 04.009.357s. Lot number: 42p1195. Manufacturing site: (B)(6) release to warehouse date: (B)(6) 2020 expiry date: march 1, 2030. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the expert a2fn nail ø10 le cann l380 tan li (part #: 04.009.357s, lot #: 42p1195) was returned and received at jrz pal. Upon visual inspection, it was observed that the device has several scratches and dent marks on its surface possibly attributed to the normal usage. Also drill marks were noticed in the slot. The thread of the hole shows damages. No findings that could confirm the reported misaligned allegation. The mating device was not received, functional test could not be performed due this. No other issues were detected, the complaint condition was not confirmed for theexpert a2fn nail ø10 le cann l380 tan li (part #: 04.009.357s, lot #: 42p1195), there is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> product code: 04.009.357s lot number: 42p1195 manufacturing site: mezzovico release to warehouse date: 25 mar 2020 expiry date: 01 mar 2030 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 during a sub trochanter surgery the nail would not properly connect to the connecting screws due to a mismatch of the thread on nail and the hip screws alignment was missing. The surgery was successfully completed using a second set with a twenty (20) minute delay. This report is for one (1) expert a2fn nail 10 le cann l380 tan. This is report 1 of 2 for (B)(4).